Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure using a gore® excluder® conformable aaa endoprosthesis with active control system, along with a gore® excluder® aaa endoprosthesis contralateral leg endoprosthesis. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed in the left common iliac artery (lcia) within the gate of the excluder device. The patient was discharged following the procedure with no reported complications. At an unspecified follow-up date, a CT scan identified a type iii endoleak. The vbx device had migrated out of the gate and was located approximately 1.5 cm below the distal end of the excluder device gate within the aneurysm sac. It is unknown whether there were any changes in aneurysm sac size. A suspected contributing factor to the endoleak was limited overlap, with approximately 1.5 cm of overlap post-dilated to 13 mm. The vbx device was reportedly completely thrombosed; however, the patient remained asymptomatic at the time of this finding. On (B)(6) 2026, the patient underwent a reintervention procedure. During the procedure, due to difficulty re-cannulating the gate through the vbx device and the presence of thrombus in the left common iliac artery, the repair was converted to an aorto-uni-iliac (aui) configuration using a 23 mm bell-bottom device. The limb was successfully sealed, and no endoleak was identified following the reintervention.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflects the gore internal case number. H6: code c21 - results pending determination and completion of investigations. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.